Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection revealed that only the distal part of the subject guidewire was returned. The returned distal part of the guidewire was noted to be broken fractured. The core wire distal end was observed through the distal tip dome. A functional inspection could not be performed due to the damage to the subject guidewire. The reported complaint was confirmed during the device analysis. The device failed to meet specification when received, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the customer reported that "thrombectomy on right sided sylvian ischemic stroke. During operation, fracture of the distal end of the micro guide end recovered with a lasso". Additional information provided by the customer indicated that there was a longer operating time to recover fragment. The device was returned and it was noted that the nitinol tubing had separated from the core wire and there was a fracture to the distal end of the core wire, confirming the reported event. It is probable that there were difficulties during advancement or retraction of the guidewire due to procedural factors causing the separation and fracture noted. An assignable cause of procedural factors will be assigned to the reported and analysed ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during thrombectomy on right-sided sylvian ischemic stroke procedure, the distal end of the subject guidewire was fractured and it was retrieved using the lasso device. No clinical consequences were reported to the patient due to this event. No other information was provided.

Event description:
It was reported that during thrombectomy on right-sided sylvian ischemic stroke procedure, the distal end of the subject guidewire was fractured and it was retrieved using the lasso device. No clinical consequences were reported to the patient due to this event. No other information was provided.